Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that five months after the dental implant was placed, in ada site #22 of the patient¿s mouth, the implant failed. Primary stability was achieved and immediate load was not performed. Patient presented bone type ii. Infection was present. The device will be forwarded to the manufacturer for investigation. Patient reported pain, bleeding and swelling at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that five months after the dental implant was placed, in ada site #22 of the patient¿s mouth, the implant failed. Primary stability was achieved and immediate load was not performed. Patient presented bone type ii. Infection was present. Patient reported pain, bleeding and swelling at time of event, no further complications were observed